Event description:
A customer reported an issue with the pixels on their insulin pump display, which prevented them from interacting with the pump. There was no reported impact on the customer's blood glucose level, as the customer declined to provide this information. To resolve the issue, tandem technical support arranged for a replacement pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to put the pump into storage mode and agreed to return the defective pump using a pre-paid label within ten days.